Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to view a ventricular tachycardia (vt) electrogram (egm), a message indicated the vt episode had invalid data. The cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.